Manufacturer narrative:
B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up in backup vvi mode. The device was explanted and replaced successfully.